Event description:
It was reported that during a da vinci radical cystectomy procedure, the surgeon observed that the prograsp forceps instrument could not be controlled very well. The surgeon felt that the endowrist appeared to have lost its direction by one degree of freedom. The surgeon changed to another instrument to continue with the case, and upon removal, found the wire to be broken. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cable to be broken at the distal clevis hub. The broken cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.